Event description:
Pt had left parietal ventribulo-peritoneal shunt placed at age 9 months. One week prior to admission, pt developed headaches, diplopsia and diminished vision. CT scan revealed progressive ventricular enlargement. Examination suggested a proximal shunt obstruction requiring removal and replacement of shunt.